Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed de novo lesion was located in a moderately tortuous and moderately calcified distal left circumflex artery. The lesion was noted to be 2.5mm in diameter and 7mm in length. A 2.0x15mm apex balloon was used to predilate the lesion, but did not reduce the stenosis. The 2.50x8mm taxus liberte' drug eluting stent was advanced to the lesion but could not cross. When the device was removed from the patient, stent damage was noted. The procedure was completed by placing another stent. No patient injuries or complications occurred. Patient status is satisfactory.